Manufacturer narrative:
(B)(4). Method: the two returned mr290v chambers were visually inspected for cracks. The healthcare facility has reported that they were using the draeger babylog vn500 ventilator. Fisher & paykel healthcare has contacted draeger in order to obtain a babylog vn500 for further testing but thus far we have not been able to obtain the ventilator. Results: the visual inspection revealed that the chamber domes were cracked along the base but no stress marks were observed. Conclusion: we were unable to determine what caused the problem observed by the healthcare facility. However it is unlikely that the cracks to the chambers were present at the time of production. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) field representativet that a quantity of 12 (B)(4) vented autofeed humification chambers broke and became leaky during the "ventilation of neonates". It was further reported that the babaylog v500 ventilator was used during the ventilation.

Manufacturer narrative:
(B)(4). The (B)(4) vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of 12 mr290v vented autofeed humification chambers broke and became leaky during the "ventilation of neonates". It was further reported that the babylog v500 ventilator was used during the ventilation.